Manufacturer narrative:
Patient¿s weight is unknown. (B)(4). Lot number unknown. Device is an instrument and is not implanted/explanted. Complainant device is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a pilon fracture performed on (B)(6) 2017, two periosteal elevators broke in half during reduction of fracture fragments. The event did no effect the outcome of the case or cause any significant delay. The time of delay in unknown and patient¿s outcome is unknown. This report is for one (1) periosteal elevator 3mm curved blade-straight edge this is report 2 of 2 for complaint (B)(4).